Manufacturer narrative:
Date rec¿d by MFR : 30may2019, date of report : 03jun2019. A visual inspection of the data acquisition printed circuit board assembly (da pcba) showed no damage or contamination. During testing of the da pcba, it was determined that the u17 component was faulty, causing the oxygen pressure sensor range error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and the issue was resolved.

Event description:
It was reported that the unit declared an error 1112 (oxygen pressure sensor range error). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.